Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; extended opening, fold creases, observed void 1 mm in non textured, valve-to shell-bond area. The leak test and microscopic analysis was performed which identified; an extended striated opening on posterior side assessed as surgical damage. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening assessed as surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported a left side deflation. Device was replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "deflation".

Event description:
Healthcare professional reported a left side deflation. Device was explanted.